Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation (atrial: no treatment) associated with the septum damage could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report an atrial perforation it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. One clip was implanted successfully and the mr was reduced to grade <1. Upon removal of the steerable guide catheter, damage to the septum was noted. No further treatment has been provided at this time. There was no clinically significant delay in the procedure and no additional information was provided.